Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right ventricular (rv) lead exhibited noise as observed on an electrogram (egm). A lead connection issue was suspected and then confirmed via x-ray. A revision procedure was performed. At the procedure it was found that the terminal pin was not inserted all the way into the header port of the device. This was corrected. The lead and device remain in service. No additional adverse patient effects were reported.